Manufacturer narrative:
Additional information: b5.

Event description:
New information states that additional episodes of intermittent undersensing, leading to inappropriate pause and brady episodes was noted on (B)(6) 2020. The device was reprogrammed and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent ventricular undersensing due to loss of contact. No intervention was reported. All sensing parameters were appropriate. The patient was stable.